Event description:
Boston scientific received information that during an upgrade procedure this left ventricular (lv) lead dislodged. As a result, the lv lead was surgically abandoned and successfully replaced at that time. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.